Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrointestinal tract surgery, the firing stopped halfway and firing cycle could not be completed. Another handle and reload were used to resolve the issue in order to complete the case. There was no patient injury.